Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: synergy ous mr 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the distal end of the stent were lifted and bunched. The undamaged section crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the shaft polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28jan2020. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.